Manufacturer narrative:
This report is submitted december 14, 2016, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the clinic, the patient was treated with a topical antibiotic (date not reported) subsequent to developing a chronic infection at the implant site.